Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative via pump logs dated 26-sep-2023 which indicated the following motor stalls: ¿stalled 9/19/23 at 9:02 am with a recovery at 9:55 am; stalled 9/19/23 at 11:09 am with a recovery at 12:14 pm; stalled 9/19/23 at 1:26 pm with a recovery at 1:41 pm; stalled 9/19/23 at 2:55 pm with a recovery at 3:10 pm; stalled 9/19/23 at 4:22 pm with a recovery at 4:55 pm; stalled 9/19/23 at 5:13 pm with no recovery; and stopped pump duration exceeded 48 hours logged on 9/21/23 at 5:13 pm¿.

Manufacturer narrative:
H3: analysis of the pump found ¿pump fluid path ¿ dried drug, blood, or foreign material occlusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system for non-malignant pain. The pump was used to deliver clonidine 300mcg/ml at 396.28mcg/day, fentanyl 1450mcg/ml at "1.741.2" mcg/day, and bupivacaine 40mg/ml at 48mg/day. It was reported that the patient had a couple motor stalls and recoveries early in the morning on (B)(6) 2023 while at home. The patient was having uncontrolled pain, went to the hospital, and was admitted. While in the hospital, the patient had magnetic resonance imaging (MRI) and had a motor stall which also recovered. Per the reporter, there was some concern about the patient "messing with his pump" because he had some stalls in the past with multiple pumps (see regulatory report #s 3004209178-2023-02467 and 3004209178-2015-14435). Additional information received indicated that the event date was (B)(6) 2023. The patient experienced withdrawal symptoms after the multiple motor stalls. There were no environmental, external, or patient factors that may have led or contributed to the issue. In regards to diagnostics/troubleshooting performed, "battery logs" were read. The pump was replaced on (B)(6) 2023. At the time of this report, the issue was resolved and the patient status was asked but was unknown. The patient's weight and medical history were asked but would not be made available. The device return status was asked but was unknown.